Event description:
It was reported the patient had an unknown sling implanted on (B)(6) 2012. The sling was removed as it "did not help" the patient's recurring incontinence. No further patient complications were reported in relation to this event.